Manufacturer narrative:
Product not returned for evaluation.

Event description:
Pt reported the infusion device stopped working without warning due to depleted power pack. He indicated that he was aware of the power pack recall, but forgot to change the power pack as recommended. The power pack had been in use for approximately one and one half months. Pt stated that he experienced elevated blood glucose of 400 mg/dl. He indicated that his normal blood glucose level does not exceed 160-170 mg/dl. Pt changed the power pack and administered a bolus to address the issue. He did not report any symptoms associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was discarded, and therefore, will not be returned for evaluation.